Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Further in situ measurements show channels with hi impedance likely due to a damage to the active electrode caused by device minute mobility. Further technical checks are considered but no date has been scheduled yet.

Event description:
It was not possible to perform in situ measurements.

Event description:
It was not possible to perform in situ measurements.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.